Event description:
It was reported that during an open rectosigmoidectomy procedure; the device presented failure during primary colon rectal stapling. Procedure was completed using same like device. It is unknown if there were any consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l54605. Conclusion: the analysis results found that the cdh33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: on which firing did this occur? The surgeon reported that there is no way to know this. So, he sent the devices for evaluation. Please provide details as to what is meant by, the device presented failure during primary colon rectal stapling. Nothing was informed. Were there any patient consequences? If yes, please explain. The bleeding occurred in the immediate post-operative. The patient was sent to the surgery room on the same day at 11 p.m. The local was washed with physiological serum and there was no evidence of bleeding point. It was verified output of large amount of clot and the anastomosis was evaluated by anal route. No active bleeding was found at that time and it was performed hemostasis with surgicel. The bleeding was so important that the surgeon used two concentrated of erythrocytes.